Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a helium leak even when the iabp unit was turned off. When the iabp unit was powered back on, the helium level had decreased. Customer thought the iabp might have a slow helium leak. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse ran the leak tests and it passed specifications. The fse calibrated the helium transducer and made sure it showed full when the machine was charged with helium, and checked to see it showed empty when it was empty. The fse went back onsite a second time to check on the iabp, and it showed full and the customer said it didn't indicate any leaks. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full initial reporter name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak even when the iabp unit was turned off. When the iabp unit was powered back on, the helium level had decreased. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.